Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing verified complaint at power up, alarm buzzer sounds weak. Replaced main circuit board to resolve this issue.

Event description:
It was reported that the device had a system failure/backup audible alarm. There was no patient involvement. The issue was discovered during testing.